Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Subsequently, it was reported that a minimum fill notification occurred after the customer reloaded the cartridge onto the pump. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge and resumed insulin delivery to resolve the issues.